Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing however, pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin#1 at keypad assembly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keys of the insulin pump were not responding. The customer reported sometime having hard time to unlock the insulin pump due to not responding in right way. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.